Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Additional information obtained from the field which indicated that the dislodgement was suspected due to complete loss capture observed during follow up visit and confirmed through fluoroscopy. The lead was explanted and replaced. No additional adverse patient effects were reported.